Manufacturer narrative:
(B)(4).

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, after the dilation was completed, deflation was attempted to be performed; however, the balloon could not be deflated. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: device code a140101 captures the reportable event of balloon failure to deflate. Block h10: investigation result: the returned maxforce biliary dilatation balloon was analyzed and a visual examination found that the catheter was accordioned in different sections and was returned with a knot. It was also noticed that the device was returned with a stuck guidewire that was not manufactured by boston scientific. The balloon was returned completely deflated. A functional inspection could not be performed due to the physical condition of the returned device. No other problems with the device were noted. It was reported that the balloon could not be deflated during the procedure but, this could not be confirmed as the physical condition of the returned device did not allow for functional testing. It is possible that factors encountered during the procedure, such as handling of the device or the technique used by the physician could have resulted in the damaged encountered in the catheter. It is possible that factors and/or conditions related to procedure during the use of the device could have affected its performance and its intended purpose, leading to the reported event. Since the investigation findings do not lead to a clear conclusion regarding the cause of the event, the most probable root cause of the balloon failing to deflate is cause not established.

Event description:
It was reported to boston scientific corporation that a maxforce biliary dilatation balloon was used in the common bile duct (cbd) during an endoscopic retrograde cholangiopancreatography (ercp) procedure performed on (B)(6) 2022. During the procedure, after the dilation was completed, deflation was attempted to be performed; however, the balloon could not be deflated. The procedure had already been completed successfully with the original device. There were no patient complications reported as a result of this event.